Event description:
It was reported that a freestyle libre 3 plus sensor associated with an ilet system stopped working for two days, the agent attempted troubleshooting without restoring function, and the user was transferred to the abbott helpline for further assistance, consistent with signal loss where the responsible device was not identified. Symptoms included no reported clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization.

Manufacturer narrative:
Investigation included user interview and troubleshooting performed by support. Investigation of this case revealed that the sensor continued to exhibit signal loss despite basic troubleshooting. It was concluded that the cause of the signal loss could not be determined and that no ilet device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.